Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0874 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The following were noted, during visual inspection: cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump was received, with a depleted essential everyday alkaline battery installed. No damage noted, on the original battery cap. Please see below when reviewing the history download file. The pump was stored for an extended period with a depleted essential everyday alkaline battery installed. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history, due to corrupted history file. There was no data available in 12-jul-2024 in the pump history file. Unable to list the total insulin delivered on the event date 12-jul-2024 and the 7 days prior to that date, due to no data available. Unable to verify, bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 12-jul-2024 in the pump history file, due to no data available. Unable to perform the history review 1 week, prior to the event date 12-jul-2024 in the pump history file, due to no data available. The pump passed, the functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, was passed away. Cause of death was unknown. Troubleshooting was not performed. No further details were provided. It was unknown, whether the pump was worn at the time of passing. The last known product(s) for this customer are as follows: mmt-723lnal, mmt-397, mmt-332a. Mmt-723lnal was requested for return. And the customer has returned the device. No product return is required for mmt-397. No product return is required for mmt-332a.